Event description:
Medtronic received information that three hours after the successful implant of this transcatheter bioprosthetic valve, cardiac arrest occurred. Cardiopulmonary resuscitation was initiated and defibrillation was performed three times. The patient was intubated. An st segment elevation was noted. Evaluation in the cardiac catheterization laboratory showed an ostial lesion in the right coronary artery (rca). Two stents were placed in the rca and the st elevation resolved. The patient was transferred to the intensive care unit. It was noted prior to the procedure that there was a small right coronary cusp (rcc) to commissure diameter. The mean diameter of the sinus of valsalva was 29 mm. Per the physician, there was no valve interaction. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the patient died after the procedure. The exact date of death has not yet been received. The cause of the right coronary artery obstruction and subsequent st segment elevation could not be confirmed, however the physician suspected that the valve may have been the cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a review of the device history record for this valve found it was built to specification and met all inspection and acceptance criteria. Thus, no issues were noted with the finished product that would have impacted this event. The valve was not returned to medtronic, so no product analysis was performed. Images were submitted for review. The image review showed the valve was implanted at approximately 10 millimeters (mm). The right coronary artery (rca) was patent as shown in the angiogram. The computed tomography (CT) scan of the patient was not provided therefore the sinus of valsalva (sov) evaluation could not be confirmed. Based on the reported information, the sov mean diameter was greater than 29 mm. The valve has been implanted in line with the instructions for use (IFU) except for the implant depth. Conduction disturbances, such as electrocardiogram (ECG) changes, are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Cardiac arrest is a known potential adverse effect per the device IFU. Ventricular fibrillation is generally a result of known potential adverse effects per the device IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication. With the information available, the valve implant positioning may have been a contributing cause. That is, the image review showed that the valve was implanted at 10mm. Per the evolut IFU, implant depths greater than 5mm may contribute to an increased risk of conduction disturbances. Cardiopulmonary resuscitation was initiated, defibrillation was performed three times, and the patient was intubated. Two stents were placed in the rca and the st elevation resolved. This is an indication that the st elevation may have been related to coronary occlusion. The patient was transferred to the intensive care unit. Per the IFU, occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors. It was reported that the sov was on the cut-off, and that could have been a factor in the rca occlusion. The physician suspected that the valve may have obstructed the rca. However, the image review confirmed a patent rca after implant and there was no other evidence to confirm an occlusion of the rca by the valve. The cause of death was not determined, and an autopsy report was not available. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure-related or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. A relationship between the device and death could not be established. Updated data: h6 method, result, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the immediately following the deployment of the valve, it was reported that blood flow to the rca was visible. The valve was implanted deeper than 3mm, which allowed for more blood flow to the coronary arteries, as away from the valve. It was reported that the sinus of valsalva (sov) was on the cut-off, and that could have been a factor in the rca occlusion. According to the physicians, the exact cause of the occlusion and lesion and is not known. Ventricular fibrillation arrest occurred approximately three to four hours post implant. No additional adverse patient effects were reported. Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.